Event description:
The customer reported a malfunctioning battery, which the philips field svc engineer clarified as the battery was discharged and would not take a charge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.